Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a team member notified support that a patient¿s device screen had cracked and that the patient intended to contact customer service regarding the issue. The provider¿s office had brought the matter to the team member¿s attention and inquired about how the device could be repaired. Multiple attempts were made to reach the patient and troubleshoot the cracked touchscreen, but only voicemail messages were left, and direct contact was not established. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.